Event description:
It was reported that a revision was performed due to an infection.

Manufacturer narrative:
.

Manufacturer narrative:
- Customer indicated that no products/devices to be returned for investigation analysis.

Event description:
It was reported that a revision was performed due to the patient presented with r3 cup medialized into abdomen. The cup, liner and head have been removed. Because of infection concern, antibiotic spacer with cemented liner and new femoral head were implanted. No xrays available.